Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer has indicated they are unsure if the device will be repaired or upgraded to the current avea hardware and software platform. Should any additional information be received by the customer then an additional report will be submitted.

Event description:
The customer claims the touchscreen on this avea ventilator went blank while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator. The customer reported no harm or injury to the patient.